Event description:
This is a spontaneous report by a nurse from (B)(4) of peritonitis and condition exacerbated in a male patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and dianeal pd1 therapies. On an unreported date, the patient began therapy with dianeal pd4 ambuflex, dianeal pd4 ultrabag and dianeal pd1 therapies intraperitoneally (ip) for peritoneal dialysis (pd). Lot numbers, dosages and frequencies not reported. Action taken with the pd products was not reported. On an unreported date, the patient was diagnosed with peritonitis. The patient's symptoms were exacerbated during the peritoneal dialysis. Baxter's technical services was contacted by the patient's nurse to assist with disconnecting the patient. The patient then went to the emergency room, but was not admitted to the hospital. The patient returned again to the emergency room the next day. Treatment rendered was not reported. The cause of peritonitis is unknown.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.